Manufacturer narrative:
A ge healthcare field engineer performed a checkout of the equipment and confirmed the reported complaint. The condenser was replaced, and the unit was returned to service.

Event description:
The hospital reported that the unit failed the preoperative checkout due to a leak. There was no report of patient involvement.